Event description:
Same case as MDR ID: 2134265-2013-09594. (B)(6) clinical study. It was reported that chest pressure and st elevation occurred. In (B)(6) 2012, the patient presented stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with direct stent placement using a 2.50 mm x 12 mm ion stent, with 0% residual stenosis. The target lesion #2 was a denovo ostial lesion located in the proximal right coronary artery(rca) with 99% stenosis and was 4 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with direct stent placement using a 3.50 mm x 8 mm ion stent. During post balloon inflation of the stent delivery system the subject experienced chest pressure and had an st elevation, which was treated with an injection. After the treatment, the subject denied any chest pain or complaints. Following post-dilatation the residual stenosis was 0%. One day post procedure, the patient was discharge on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).